Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional customer information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lid was contacted with the device or a hard object during user handling, or the lid cracked due to aged deterioration. The following statements are in the instructions for use and can detect the crack: "chapter 3 inspection before use. 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.".

Event description:
The customer confirmed the oer-pro was being used while it had the cracked lid and there was no leaking associated with the cracked lid, no sensors went off. There were no patient infections or scopes with positive cultures as a result of the cracked lid. No other devices were involved in the event. It is stated that the equipment is usually inspected daily to ensure that the lid is not cracked, broken, or otherwise damaged and that the packing is not separated or detached from the lid.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid. The device passed all the service inspections. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. The issue was discovered during reprocessing. No patient involvement or injury was reported. No additional information has been obtained.